Event description:
It was reported that during the atrial lead implant procedure, the lead exhibited high thresholds and undersensing. The atrial lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.